Manufacturer narrative:
The insulin pump was received with a blank display anomaly due to corroded electronic assembly. The motor and battery tube assemblies found corroded. The insulin pump failed leak test. The insulin pump had leak at a crack on back of the case. Analysis was unable to perform functional test including self -test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads, minor scratched lcd window and case and stained serial number label.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and got exposed to moisture. The customer also reported that the insulin pump had crack. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.